Manufacturer narrative:
(B)(4). Pump had cracked case at display window corner, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, minor scratched and cracked display window, and missing end cap sticker.

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the reservoir screws were broken off and reservoir compartment threads were damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.